Manufacturer narrative:
Device evaluation: one device was received and evaluated, and no issue was observed. Due to the used condition of the foam pad, the original adhesion properties could not be verified. The complaint about this device could not be confirmed.

Event description:
The patient reported that the last two days she has had four v-go 30 fall off. It was reported two fell off on (B)(6) 2023 and two fell off on (B)(6) 2023. It was reported that one device was available for return to the manufacturer for evaluation. However, to date, the device has not been returned.